Manufacturer narrative:
Section a2, a3, a4, a5: unknown/ not provided. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Information available for section a: section a2: mean age was 57.33±16.71(13¿79) years. Section a3: male/female ratio was 0.5. Section b3 - date of event: exact date not provided: date accepted: 13 april 2025 . Section d6b - explant date: n/a - lens remains implanted. Section h3 - the intraocular lens was not returned for analysis (the device remains implanted). The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Section h6 - health effect - clinical code 4581: no code available (device dislocation) citation: yigit c, cumali d, melis p. Secondary intraocular lens implantation with yamane double needle technique in patients with corneal stromal scarring. Eur j ophthalmol. 2025 nov;35(6):2035-2040. Doi: 10.1177/11206721251338704. Epub 2025 apr 30. Pmid: 40302391. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: secondary intraocular lens implantation with (B)(6) double needle technique in patients with corneal stromal scarring. A retrospective cohort study was done to evaluate the efficacy/complications of (B)(6) double needle technique and when needed following penetrating keratoplasty (pkp) in cases with corneal stromal scarring. A total of 24 eyes of 24 patients underwent secondary intraocular lens implantation of the amo sensar ar40e (johnson & johnson surgical vision inc.) With (B)(6) double-needle scleral fixation technique (off-label) due to insufficient capsular support accompanied by corneal stromal scarring. It was reported that following secondary intraocular lens implantation with (B)(6) technique at 1-week post-op, transient intraocular pressure (iop) elevation occurred in 4 eyes, cystoid macular edema (cme) occurred in 2 eyes and intraocular lens (iol) decentration/dislocation occurred in 1 eye. The cystoid macular edema resolved with a nonsteroid anti-inflammatory agent while the 1 eye with iol decentration underwent reoperation during the first postoperative week with successful recentralization of the iol. Note: a copy of the article is attached to this report.